Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the non-osseointegration of a dental implant 15 days after its installation. The 20 ncm of primary stability was achieved and immediate load was not performed.